Event description:
Poly insert dislocation was reported. Revision surgery is planned to exchange the poly inserts.

Manufacturer narrative:
Poly insert dislocation was reported. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.